Event description:
Reportedly, the pump was set for 30 minutes but delivered in 15 minutes. Patient was not injured. Patient was a newborn male, no weight logged. Incident occurred in 2008 at 13:10 pm. Pump was delivering gentamycin. Pump was removed from service and sent to the facility's biomed tech services department. Technician was able to duplicate error just using water. He set pump for 30 minutes and it completed in 15 minutes.

Manufacturer narrative:
Device evaluation results: the reported incident could not be duplicated as the pump would not run due to a broken pusher block. It is unknown how the pump could function at the facility with the broken pusher block. The pusher block was replaced.